Event description:
Pt had a large aaa treated in late 2006. At that time, an aneurx aortic cuff x 3 was used, but not completely successful. Then in 2007, an aneurx tube graft and another aortic extender cuff was used again without success. Finally, in 2009, a talent bifurcated stent graft was used, which did seal the leak, but resulted in thrombosis of the entire right iliac arterial system. He required emergency surgery three days later, to improve circulation to his right leg; however, he was left partially paralyzed. Previously had used a medtronic aneurx 24 x 40; 28 x 40; 20; 28; 24; all of which failed. First treatment was on original date. The second treatment was in 2007. Dates of use: 2009. Diagnosis or reason for use:: type I endoleak; aaa.